Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was found in back up vvi mode. The patient did not have any surgery or MRI. The firmware was downloaded and normal function was restored. The patient¿s condition was good with no adverse effect.